Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation and pneumothorax. It was suspected that the right atrial (ra) lead had dis lodged. High thresholds were noted. A repositioning procedure was planned. The lead remains in use. No further patient complications have been reported as a result of this event.